Event description:
It was reported the ipg was explanted to address the issue.

Event description:
Due to the inoperable ipg, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, following an unrelated surgery where the ipg was set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative was unable to recover the ipg, deeming the ipg inoperable. No intervention is currently planned.

Manufacturer narrative:
Date of event is estimated.